Manufacturer narrative:
The device involved in the reported incident has been returned. The device evaluation is in progress. The result of the device evaluation will be reported in a follow up MDR submission.

Event description:
It was reported the dermatome device cable split at the handpiece and plug in. It is reported there was no patient contact for this event. There was no patient injury.